Manufacturer narrative:
Analysis on the returned thoracic probe resulted in a physical damage failure. The analysis states that the tip of the returned probe is bent and twisted. There are also impact marks at the back end of the probe. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site had discovered damaged instruments during sterile processing. There was no patient present when this issue was identified.